Manufacturer narrative:
A revision was performed and this lead was successfully repositioned and remains implanted. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular defibrillation lead had dislodged. No adverse patient effects were reported.